Event description:
The rv lead was implanted on (B)(6) 2004. The rv lead insulation knicked. Remains implanted. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).